Event description:
The patient contacted animas on (B)(6) 2012 and stated that the keypad buttons were unresponsive after moisture exposure and was unable to pass the verify screen. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the pump booted with lines in the display screen, which has no effect on insulin delivery function. The pump cover was removed and internal moisture was present on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.